Manufacturer narrative:
The patient was treated with unspecified antibiotics (dose, route and frequency not reported). Eight days after the onset, the treatment was discontinued and the patient was reported to have recovered from peritonitis. (Lab results). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of birth for patient was sometime in 1971. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as onset of peritonitis, the patient was hospitalized. The cause was unknown. The treatment was not reported. Pd therapy was ongoing. The outcome of this event was not reported. Additional information is not available.